Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (lhr), corrective action tracking system for the web database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: the date of occurrence will be estimated as (B)(6) 2023.

Event description:
It was reported that the procedure was to treat an unknown lesion/artery. During an in-person conversation, the physician mentioned that he had two separate cases where unspecified ht versaturn guide wires (gw) were used without issue, however during removed from the anatomy at the conclusion of the procedures, the wires became stuck between the implanted stent and the heavy calcification in the vessel. Once fully removed from the anatomy, the guide wire coils appeared to be stretched. The physician had no other information on these two cases, as he does not remember any specifics details. He did state there were no adverse patient effects in these cases. There were no clinically significant delays in the procedure. No additional information was provided.